Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited undersensing. Programming changes were made. The patient was in stable condition.